Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6) ); product type: 0213-recharger b3: event date is year valid  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was about a month ago pt started having an issue with the controller saying the internal battery was dead. It was not charging and just said the implant was dead. Pt said when they plugged in the recharger the screen did not come on. On the call had patient use the controller. It said memory problem, repeat the set up. Pt plugged in the recharger and it displayed that the controller was too low. Instructed pt to plug in the controller and charge it from the wall. Pt confirmed it had the green blinking light. Called pt back. Pt got no device found. Instructed pt to perform passive recharge mode. Called pt back and pt confirmed they got to normal charging screen. Implant was at 70%. Pt reported the controller displayed to replace battery soon even though battery was charged. Assisted pt turning stim on. Pt said " I can feel it, it is shocking like in the middle of left thigh at the top.'. Reviewed pt can adjust the intensity. Pt went to try group b and did not feel vibration. Pt then went to c and said group c felt better. Pt was charging with excellent recharge quality. Since pt got a message to replace battery and also mentioned the recharger was hard to plug in the controller port, offered to try a new recharger. An email was sent to repair to replace the recharger. Also emailed prs to update the address.